Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: promus element plus,mr,ous 4.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Proximal stent strut rows 5 to 9 were damaged. The undamaged crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube, the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12/21/2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm, concentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and non calcified right coronary artery. After engaging a 4.0 6f guiding catheter, a non-bsc guide wire was advanced and pre-dilatation was performed with a 2.5x15mm balloon catheter followed by a 4.0x20mm balloon. A 4.00x32mm promus element plus drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed from the patient. A 3.5 guide catheter was advanced and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.